Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any further information becomes available, this report will be updated.

Event description:
Boston scientific received information from a clinical study that during a patient follow-up, this left ventricular (lv) lead presented with high, out of range pacing threshold measurements in all pacing configurations. A chest x-ray was performed and confirmed that the lv lead had dislodged from the original implant position. No adverse patient effects were reported. No actions or interventions have been planned at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The field representative confirmed that no further changes have been made to the lv lead and it still remains implanted. No adverse patient effects were reported.